Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptible was pulled from the monitor case such that the receptacle unplugged from j1001 on the ca board, causing the communication problems. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had damaged cables and a damaged case.